Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a right atrial (ra) lead revision, this right ventricular (rv) lead became dislodged during the removal of the ra lead. The physician also explanted this rv lead at that time. No additional adverse patient effects were reported.